Manufacturer narrative:
Per telephone conversation dated 7/17/06 between user facility staff: facility mgr, head nurse, risk mgr and noa medical industries personnel: engineering mgr, contract engineer. Facility manager stated their investigation determined that there was no defect/malfunction of the bed or side rails.